Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4), description: linear st lead, 70cm;   model #: sc-4319, lot #: 21191546, description: clik x MRI anchor.   The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient was having diabetic issues concerning healing. It was also reported that the patient had impaired wound healing. The physician did not suspect the device contributed to the patients healing issues and device malfunction. The patient underwent an explant procedure.